Event description:
Dräger became informed of the following incident through a user medwatch. It was reported that during use the v500 unit had alarmed for airway obstruction and pressure limit tidal volume was not reached. The patient oxygen had desaturated to 24%. The patient was bagged and he ventilator was replaced. After further discussion with he customer it was confirmed there was no patient injury. The device alarmed due to ist specification.

Manufacturer narrative:
The basis for investigation was the reported event. It was reported that the device alarmed for airway obstruction and that the pressure limit tidal volume was not reached. The reported event was initially classified as an adverse event. No further information was received confirming that the patient suffered any health impairment other than a brief drop in o2. The investigation by the draeger service technician on-site did not confirm any technical malfunction. According to the detected alarms via the investigated logfile of the affected device, it could be assumed, that the root cause of the reported behaviour was an obstruction or an issue with the breathing circuit system. The device behaved according to specification and alarmed correctly. In general, the user will be alarmed, if an obstruction is detected. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
Dräger became informed of the following incident through a user medwatch. It was reported that during use the v500 unit had alarmed for airway obstruction and pressure limit tidal volume was not reached. The patient oxygen had desaturated to 24%. The patient was bagged and he ventilator was replaced. After further discussion with he customer it was confirmed there was no patient injury. The device alarmed due to ist specificatian.